Event description:
Info received that the head of the bed was going down by itself. No injury reported.

Manufacturer narrative:
Tech found that the head of the bed had a slow drift down. Replaced the head solenoid valve and CPR valve to resolve this issue. Bed located in hallway.